Event description:
While trying to hand inflate an xt75104 to pre-dilate a calcified lesion at the iliac-aortic bifurcation, the balloon burst immediately. The retrieval of the balloon was extremely difficult. They had to pull the guidewire, introducer and pta all out together to recuperate the balloon. The balloon still would not come out and after pulling on it, they finally got it out. At this time they noticed that the balloon had burst and torn circumferentially creating a parachute effect.